Event description:
It was reported to tyco healthcare/kendall in july 2005 that a customer had a problem with the sharps disposal container. The customer alleges that a plastic piece popped off of a used container and hit complainant in the eye.